Event description:
A patient was undergoing a hysteroscopy and thermal ablation procedure. A new ablation catheter was removed from packaging onto the surgical table. There were other instruments on the table; none of them were sharp. The surgeon tested the ablation balloon by injecting fluid into the injection port at the tip of the plastic piece. The balloon leaked fluid immediately. The surgeon stated that 50cc. Of fluid can be injected into the balloon, but this balloon leaked as soon as fluid was injected. This caused a delay in proceeding with the surgery. The surgeon is familiar with this catheter and continues to use it. The surgeon stated that the balloon was defective, right from the package.